Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The patient was later seen in-clinic where the noise was able to be reproduced via provocative testing. The patient was hospitalized in order to perform an rv lead revision. During the revision procedure, the healthcare professional elected to also explant the atrial lead in order to facilitate removal of the rv lead. While explanting the atrial lead, a perforation of the superior vena cava occurred. An emergency thoracotomy was performed in order to repair the perforation. The patient later passed away two days after the emergency intervention while in intensive care unit. The exact cause of death remains undetermined at this time, however, the healthcare professional believed the death to be a result of the lead extraction procedure.